Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The hi-torque (ht) balance middleweight universal ii guide wire had resistance with a balloon catheter and stent getting stuck in the coating of the guide wire. There was resistance during removal but the device was removed independently. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty during advancement and removal with a stent delivery system (sds) and balloon catheter. Analysis of the returned device noted bends on the distal end of the guide wire. Proximal to the noted bends, analysis discovered stretched coils. This indicates the resistance encountered during use possibly originated at the bends on the wire. Bends on the guide wire could result in reduced clearance with accessory devices, resulting in resistance; however, this cannot be confirmed. Additional factors that could contribute to difficulty advancing/removing accessory devices over the wire include, but are not limited to, inner diameter of the accessory device, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the accessory device or guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.